Event description:
During evaluation of a returned homechoice (hc) device, a baxter technician determined the hc machine failed the earth leakage current test. There was no patient involvement.

Manufacturer narrative:
(B)(4). Evaluation summary: the device passed hc return instrument test/evaluation (rite) electrical test but failed rite functional test. The assignable cause for the unrelated rite failure of earth leakage failure was malfunctioning pump assembly. Baxter will continue to monitor similar reports to determine if further actions are required.